Event description:
The customer reported to olympus that while using the electrosurgical generator esg-400, a generator error message e433 occurred. The issue occurred during the preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the device automatically restarts and shows error e433. This malfunction is caused by the defective high voltage power supply board. The high voltage power supply board is not visibly damaged. The bipolar socket was damaged. The high voltage power supply board and bipolar socket must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective high voltage power supply (hvps) board, however, the exact cause of the defect could not be specified. It likely the hvps board failure occurred due to one of the following; the supply voltage from the hvps board is missing or too low (permanent error), and/or a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).